Event description:
It was reported on (B)(6) 2010, pt's incision wouldn't close and that she had two big holes in her stomach. She was scheduled to have surgery on (B)(6) 2010 to have her device moved to a different pocket. Pt stated that her back had been dripping since the surgery. Pt had a new pump and catheter implant three weeks prior. MRI was done at the middle to end of (B)(6) and the pump was replaced at the beginning of (B)(6). On (B)(6) 2010, it was not possible to establish telemetry. There were sources of potential electromagnetic interference. When the pt was moved from hospital bed to a chair, this issue was resolved. Add'l info has been requested from the hcp, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).